Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, a 18 fr dryseal introducer sheath was advanced with force with slight resistance and caused a left retroperitoneal haemorrhage. A stent was implanted. It was reported that the common iliac artery and abdominal aorta was tortuous. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).